Manufacturer narrative:
The customer found salt build up on the reference electrode and cleaned it. The customer primed and ran an ise check. The customer cleaned the ise bath. The field service engineer (fse) found the rinse level was too high and the rinse fluid was getting into the other cuvettes. The fse found the reaction disk knob was loose. The fse tightened the reaction disk knob. The fse ran ise check and precision that were acceptable. The customer ran calibration and qc that were acceptable. There were no issues after the service visit. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for 1 patient tested for ise indirect cl for gen.2 on a cobas 6000 c (501) module. The initial cl result was 72 mmol/l. The repeat result was 82 mmol/l and deemed to be correct. The sample was repeated again and the cl result was 81 mmol/l. No questionable results were reported outside of the laboratory. There was no allegation of an adverse event. The qc was acceptable prior to the event.